Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2015 (implant date) as no event date was reported. (B)(6). (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system- halo was implanted during a procedure performed on (B)(6) 2015. As per reported by the patient's attorney, as a result of the device implantation, the patient has suffered dyspareunia, further urinary problems, infections, erosion, pelvic pain, physical impairment, mental anguish, and medical care expenses as a result of the injuries. Furthermore, it was reported that the patient may still suffer physical pain and mental anguish, physical impairment and medical care expenses in the future. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an obtryx system- halo was implanted during a procedure performed on (B)(6) 2015. As per reported by the patient's attorney, as a result of the device implantation, the patient has suffered dyspareunia, further urinary problems, infections, erosion, pelvic pain, physical impairment, mental anguish, and medical care expenses as a result of the injuries. Furthermore, it was reported that the patient may still suffer physical pain and mental anguish, physical impairment and medical care expenses in the future. Boston scientific has been unable to obtain additional information regarding the event to date. Additional information received on 14jan2022. On (B)(6) 2019, patient presents with history of symptomatic vaginal mesh erosion and stress urinary incontinence and desires surgical repair. On (B)(6) 2019, excision of vaginal mesh, midureteral sling, cystoscopy procedure was performed under general endotracheal anesthesia. A 0.5cm area of mesh erosion in the left lateral sulcus was observed. After removal of the eroded mesh, a tvt advantage fit was then implanted. Surgery was completed with no complications. Recovery period in-hospital was short and uneventful. Patient was reported to be in good condition. Microscopic pathology of specimen showed an irregularly shaped piece of blood-tinged mesh 0.9x0.5x0.1 cm; no soft tissue is identified. On (B)(6) 2020, patient presents to the ed with complaints of cervicalgia, headache, pain in right shoulder secondary to an unspecified motor-vehicle accident. Both CT scan and x-ray revealed negative results.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2019 (date of initial hospital visit post implantation) as no event date was reported. Block e1: this was reported by the patient's attorney. The device was implanted at (B)(6). Mesh removal performed by (B)(6). Block h6: patient codes 2371, 1750, 1930, 1994, and 2348 capture the reportable events of physical impairment, erosion, infections, pelvic pain and dyspareunia, and "further urinary problems." Impact code f1903 captures the reportable event of mesh removal. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.